Event description:
The dealer states the original wheellocks were replaced in (B)(6) 2014 and the caregiver who takes care of the user is unable to lock them. The dealer isn't sure whether the problem is with the wheellocks not working, or if the problem lies with the operator.